Manufacturer narrative:
Otto bock healthcare (B)(4) received the device on july 21st, 2016. The evaluation was carried out at the manufacturer's service center on july 21st, 2016. Several bolts are used to fix the different parts of the knee joint when it is mounted. The threads of the bolts are covered with an two-component-adhesive, which is hardening once the bolt is tightened. This is to assure that the parts are fixed permanently. The visual evaluation showed that one of the bolts was lost. Due to that the joint did not function correctly. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Practitioner stated that the patient heard a loud cracking sound and afterwards the joint does not function as intended. No fall or nearly fall and no injuries occurred.